Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to verify model palmtop revel started to smoke. The service technician was unable to verify "when ac was applied via docking station." Upon inspection, overheating damages were caused by excessive electrical current involving the power path selection circuitry of the hybrid board and the removable battery. As a result, the hybrid board was burned and removable battery was shorted measuring at 0.0v. The service technician then replaced a known good hybrid board onto unit and docked unit onto customer's docking station with a known good lung and a known good circuit connected. The unit was powered on with customer's removable battery inserted, the unit boot up with no abnormalities. During extended testing, no abnormalities were found with customer's docking station. The service technician replaced hybrid board.

Event description:
The customer reported model palmtop ventilator revel was turned on, alarmed ventilator inoperable, and started to smoke when ac was applied via docking station. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.